Event description:
Device issue: proximal shaft separation. Time of device issue: during procedure. Adverse event: none. It was reported that the procedure was to treat a lesion in the mid rca. During advancement of the xience v, the shaft was behaving a bit differently; however, the device continued to be manipulated towards the lesion. The delivery system met resistance advancing on the guide wire; however, the device continued to be pushed until the proximal shaft separated. The entire system was removed from the pt. The procedure was completed with a new stent, using the same guide wire. There were no reported adverse pt effects.

Manufacturer narrative:
(B)(4). (B)(4). The device has been received. Investigation is not yet complete.